Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device return is still in progress. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that an aortic valve was explanted after an implant duration of approximately 9 years and 1 month due to calcification leading to stenosis. A non-edwards mechanical valve was implanted as replacement. Patient was noted as to be recovering.

Manufacturer narrative:
H10:  additional manufacturer narrative   updated b5, d1, d4, d7, d10, h3, h4, and h6 per new information received. H3: product evaluation customer reports of calcification and stenosis, were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact; heavy calcification was observed on leaflet 2, and minimal calcification on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet (B)(4) on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the both the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 9 mm at commissure 3 on the outflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 3. Sutures also remained attached to the sewing ring near commissure 1.  Subvalvular apparatus was observed around commissure 3 on the outflow aspect.  The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.  The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm mitral valve was explanted after an approximate implant duration of (B)(4) years and (B)(4) month due to calcification leading to stenosis. A non-edwards mechanical valve was implanted as replacement. Patient was noted as to be recovering.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an aortic valve has been placed under consideration for a re-do surgery after an approximate implant duration of 9 years and 1 month due to aortic stenosis.